Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline infection. The infection worsened and the clinical team decided to perform a pump exchange. The infection was found to be (B)(6).

Event description:
The patient first began experiencing the driveline infection on (B)(6) 2020. The main cause of the infection was thought to be psoriasis, however the causal relationship between the left ventricular assist device (lvas) and the infection was likely. The patient was readmitted for driveline infection on (B)(6) 2021 and discharged on (B)(6) 2021.

Manufacturer narrative:
Section b5: the patient's initial diagnosis of the driveline infection will be reported under MFR # 2916596-2021-05924. Section e: this event occurred at (B)(6) japan. Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists infection (localized, driveline, and pump pocket or pseudo pocket infection) as an adverse event that may be associated with the use of the heartmate 3 lvas. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The heartmate 3 lvas patient handbook is currently available and also contains information about caring for the driveline and preventing infection. A direct correlation between the reported infection and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. No device-related issues were observed during the evaluation of hm3 lvas, serial number (B)(6). (B)(6) was returned assembled with the pump cable severed approximately 6¿ from the pump housing and the distal end was also returned. The modular cable was returned (investigated under pi-2021-0115422-03). The sealed outflow graft was returned attached to the pump outflow with the sealed outflow graft bend relief properly engaged to the graft attachment. The apical cuff was not returned. The cuff lock was returned disengaged. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of any thrombus formations within the device that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.